Event description:
Per the clinic, the patient experienced a performance decrement, pain, headaches and tinnitus, however the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Correction: the correct date of explantation is (B)(6) 2014, and not (B)(6) 2014 as previously reported. The patient was reimplanted with a new device. This report is filed (B)(4) 2015.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.